Event description:
It was reported that a pt underwent a balloon ablation procedure in 2007. After the device was primed and therapy had begun, there was a loss of pressure. The device was removed, and a pinsize hole was noted. No further info was available.

Manufacturer narrative:
H6: conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.